Manufacturer narrative:
Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2016-00751, 00752 and 00753) submitted for devices related to the same event. Product retained by site.

Event description:
It was reported that patient was alone at home for four hours without his caregiver and was discovered down without power. Patient passed away after being found down at home with vad stopped and no power sources connected to his controller. Patient was taken by ambulance to local hospital and could not be revived. Patient was pronounced dead on (B)(6) 2016 at the hospital. Investigation is ongoing.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. It was further reported that there was no evidence to suggest that the patient disconnected his batteries deliberately in order to commit suicide. One controller, (B)(4), was not returned for evaluation. Review of the manufacturing documentation for the only device identified confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two controller power up/motor start events and low flow alarms on the event date of (B)(6) 2016. Alarm files revealed 11 alarms from 21:18:15 through 22:39:17. Logs indicate that two double disconnects (controller power ups) occurred on that date, the first at 21:17:49 and a second one at 22:39:06. This suggests that both power supplies were disconnected from the controller simultaneously. The controller data files do not cover the reported event date and therefore cannot be correlated with the alarm files or event files. However, there is no indication of a device malfunction with the available information, and the actual condition of the device could not be evaluated since the device listed was not returned for analysis. The condition observed is related to the reported event. Analysis could not be performed as the device were not returned. Based on the available information, a root cause cannot be conclusively determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2016-00751, 3007042319-2016-00752 and 3007042319-2016-00753) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Analysis: the controller failed visual inspection and functional testing. Investigation is ongoing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Two unknown batteries were not returned for evaluation. A review of the batteries¿ manufacturing documentations could not be performed since the serial numbers of the associated batteries were not provided. Failure analysis of the returned controller revealed that the real time clock (rtc) was reset. Internal inspection revealed corrosion around rtc battery. The most likely root cause of the date and time reset can be attributed to an extended period of time where the controller was not connected to an external power source and/or due to the real time clock battery that was found corroded. Additionally, it was observed that the serial port data cap was missing, and the driveline port connector was contaminated. The serial port data cap is most likely related to the handling of the driveline. The contaminated driveline connector, the missing serial port data cap and the date and time reset condition are additional observations not related to the reported event. Log file analysis revealed two (2) controller power ups on 01/05/2016 at 21:17:49 and 22:39:06. The data log covering the loss of power was defaulted and unavailable for analysis. As a result, the reported loss of power was confirmed. Analysis of alarm log files revealed multiple low flow alarms recorded on 01/05/2016. Low flow alarms occurs if the patient's average flow drops below the alarm setting. The low flow alarms are additional observations not related to the reported even and likely patient-related. Based on the available information, the most likely root cause of the reported loss of power can be possibly attributed to a disconnection of both power sources. Heartware is investigating double disconnections. Unknown batteries (2): (B)(4). Device not returned t. If information is provided in the future, a supplemental report will be issued.